Event description:
Falsely depressed sodium results were obtained on qc and patient samples. The patient results were reported to the physician. The samples were re-run after changing the imt sensor and higher results were obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was an occlusion of the imt module. A siemens healthcare diagnostics technical service center representative directed the customer to replace the imt sensor which resolved the issue. A siemens healthcare diagnostics field service engineer was subsequently dispatched to the account for follow-up. The instrument is performing within specifications.no further evaluation of the device is required.